Event description:
It was reported that the ilet pump screen was cracked, rendering the display unreadable and necessitating replacement; the user reverted to backup therapy per guidance and continued cgm use. Symptoms included hyperglycemia, with a reported blood glucose of 391 mg/dl. Outcomes included self-management with a subcutaneous insulin injection of 10.5 units and no medical intervention or hospitalization. Investigation included customer support triage, education on backup therapy and device shutdown, arrangements for replacement and return, and confirmation that pump data would not transfer to the replacement device. Investigation of this device revealed physical damage to the display that impaired usability, consistent with a damaged screen component and device display problem. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.